Manufacturer narrative:
The samples have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 3000 ml eva tpn bags leaked from an unspecified location during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One actual sample and three unused companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing of the actual sample revealed a leak from the dot in the letter ¿I¿ of the word (B)(4) on the front of the bag. Ink printing defects were observed in the same area as the leak. Microscopic inspection of the area observed a small hole at the location of the leak. The reported condition was verified for the actual sample. The cause of the condition was not determined. This issue is being further investigated. Functional testing on the three companion samples did not reveal any leaks or ink printing defects. The reported condition was not verified for the three companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.